Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement.surgery to replace the magnet has been completed on (B)(6) 2012.